Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that there is reasonable evidence suggesting that this right ventricular (rv) lead insulation was damaged. When positioning the lead, a small amount of blood dropped from the stylet lumen. Blood adhesion was confirmed on the stylet. When the lead was removed, blood was mixed in the insulation. There were no issues with the function as a pacing lead, but it was replaced with a new lead since it was a new implantation procedure. A new lead was placed without any problem and the procedure was completed. In particular, according to the field allegation, there was no sensation that the insulation was perforated with a stylet. The lead has been returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that there is reasonable evidence suggesting that this right ventricular (rv) lead insulation was damaged. When positioning the lead, a small amount of blood dropped from the stylet lumen. Blood adhesion was confirmed on the stylet. When the lead was removed, blood was mixed in the insulation. There were no issues with the function as a pacing lead, but it was replaced with a new lead since it was a new implantation procedure. A new lead was placed without any problem and the procedure was completed. In particular, according to the field allegation, there was no sensation that the insulation was perforated with a stylet. The lead has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.